Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that a single cuff was being used for a patient and the cuff during operation, was bursting. No sharp tools was used on the cuff. A delay of between 0-15 minutes was reported. The surgery was completed with another device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. D4: UDI: (B)(4). H6 results and conclusion codes: no appropriate codes available. The device history record (DHR) for the 34 in. (86cm) dual port single bladder disposable cuff with plc, part number 60707015600 and lot number z000009357, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. The character string ¿bursting¿ sorted by manufacturing date. The review resulted as 1 being the highest occurrence. On (B)(6) 2018, it was reported from (B)(6) clinic that a 34 in. (86cm) dual port single bladder disposable cuff with plc burst during operation. On 02 apr 2018, a returned product investigation was performed on the 34 in. (86cm) dual port single bladder disposable cuff with plc. The physical evaluation revealed that the returned cuff had not burst open but was instead leaking at the seam. The results of the returned product investigation cannot confirm the reported event. The root cause of the reported event cannot be specifically determined with the provided information because the returned product did not burst open. It was found that the device was leaking at the seam, however, which is similar in nature to burst open as it is an air leak. The root cause for the leak at the seam cannot be determined based on the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The device history record (DHR) for the 34 in. (86cm) dual port single bladder disposable cuff with plc, part number 60707015600 and lot number z000009357, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from orto clinic that a 34 in. (86cm) dual port single bladder disposable cuff with plc burst during operation. On (B)(6) 2018, a returned product investigation was performed on the 34 in. (86cm) dual port single bladder disposable cuffs with plc. The physical evaluation revealed that the returned cuff had a leak at the seam. The results of the returned product investigation have confirmed the reported event. The root cause of the cuff leak, per a supplier corrective action request, was due to a need to assess all tooling for rectification, a lack of corrective maintenance ticketing, non-updated preventative maintenance procedure and possible foreign material. The validation processes now in place will reduce the occurrence rate of this failure type. The scar encompasses medplast cuffs (item: 60707015600 and lot: z000009357). The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.